Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the wds was positioned in the laa of the patient. The closure device met release criteria and was released and implanted in the laa. Within two minutes the closure device was out of the appendage and in the left atrium floating freely. The physician attempted to retrieve the closure device from the left atrium, but it moved into the left ventricle. The physician then tried to retrieve it from there and they brought it into the aorta and then they got it into the descending aorta where they took it out of the iliac artery via cut down. Due to this removal the patient had been moved from the catheterization lab to the operating room so the procedure was cancelled. At this time the physician was unsure about the plan for the laa. The patient remained fine and stable throughout the entire procedure. No further complications were reported. It was further reported that the compression of the device was between 14% and 19%. The appendage measured 15mm in all angles expect 90 degrees where it was 14mm. The left atrium pressure was 30mmhg.

Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the wds was positioned in the laa of the patient. The closure device met release criteria and was released and implanted in the laa. Within two minutes the closure device was out of the appendage and in the left atrium floating freely. The physician attempted to retrieve the closure device from the left atrium, but it moved into the left ventricle. The physician then tried to retrieve it from there and they brought it into the aorta and then they got it into the descending aorta where they took it out of the iliac artery via cut down. Due to this removal the patient had been moved from the catheterization lab to the operating room so the procedure was cancelled. At this time the physician was unsure about the plan for the laa. The patient remained fine and stable throughout the entire procedure. No further complications were reported.